Manufacturer narrative:
B3: date of event, the date was unknown, so it was estimated using the first day of the month in which the device was returned. H6 impact code insufficient information, the device was returned with no allegation. The device was returned for analysis. Visual and microscopic inspection revealed that the sheath was kinked and twisted. Also, twists and winding in the imaging window and drive cable. The device was also returned entangled with two guidewires. No damage or failure was noted on the catheter code pcba (ccp) board assembly, the hub connector pins, the guidewire exit port, or the distal section of the tip were in good condition. Impedance testing showed an electrical open at the distal end of the catheter; 0 - 10 cm from the distal housing. The catheter was properly recognized by the imaging system when connected to the motor drive unit (mdu), with no connection issues or system errors detected. A test insertion showed no resistance when tracking the guidewire into the catheter.

Event description:
Reportable based on device analysis completed on 26june2025. The opticross hd imaging catheter was returned without any allegation of a device issue. However, device analysis revealed that the sheath, the imaging window and drive cable were twisted.